Manufacturer narrative:
Report source: foreign: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information received indicated that the ins was implanted after its use before date (ubd). No symptoms were reported.